Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided. Therefore, a device history record (DHR) review could not be conducted. No product was returned. Therefore, no visual and functional tests were performed. The reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported, that the disposable was observed to have a crack and a leak at the "bungs" causing backflow. No adverse patient effects were reported by the customer.